Event description:
It was reported that a personal alarm model 8202l does not alarm when the magnet is pulled off. No pt injury reported.

Manufacturer narrative:
Eval: results: (other) - magnet does not function when pulled off of the alarm.